Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2744 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2744 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded within each cornu are portions") in a 42 year-old female patient who had essure inserted (lot no. B61390) for female sterilisation. The patient had a medical history of parity 2 and gravida ii. Concurrent conditions were listed as dysmenorrhea and menorrhagia. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: number of coils inside cavity: 4 on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.591 kg/sqm. [Pathology test] on (B)(6) 2021: diagnosis: uterus and fallopian tubes: cervix: no significant pathologic abnormality; no evidence of dysplasia identified. Endometrium: inactive endometrium with reactive changes; intrauterine device grossly identified, no atypical hyperplasia or carcinoma identified. Myometrium: no significant pathologic abnormality. Fallopian tubes, bilateral: no significant pathologic abnormality. No evidence of malignancy identified. Clinical history: menorrhagia specimens received: uterus and fallopian tubes gross description: contained within the endometrial cavity is a t-shaped portion of white plastic material measuring 3.2 cm in length by 3.2 cm across and having average diameter of 0.3 cm. Attached at the base are 25.5 cm in length by less than 0.1 cm in diameter metallic wires. Embedded within each cornu are portions of coiled metallic wire. The right fallopian tube measures 6.3 cm in length with an average diameter of 0.5 cm and has coiled metallic wire present in the proximal lumen. The left fallopian tube measures 6.5 cm in length with an average diameter of 0.5 cm and has a coiled metallic wire present in the proximal lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embeddded batch no.b61390, production date: 2013-08-21, expiration date:~2016-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded within each cornu are portions") in a 42 year-old female patient who had essure inserted (lot no. B61390) for female sterilisation. The patient had a medical history of parity 2 and gravida ii. Concurrent conditions were listed as dysmenorrhea and menorrhagia. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: number of coils inside cavity: 4 on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.591 kg/sqm. [Pathology test] on (B)(6) 2021: diagnosis: uterus and fallopian tubes: cervix: no significant pathologic abnormality; no evidence of dysplasia identified. Endometrium: inactive endometrium with reactive changes; intrauterine device grossly identified, no atypical hyperplasia or carcinoma identified. Myometrium: no significant pathologic abnormality. Fallopian tubes, bilateral: no significant pathologic abnormality. No evidence of malignancy identified. Clinical history: menorrhagia specimens received: uterus and fallopian tubes gross description: contained within the endometrial cavity is a t-shaped portion of white plastic material measuring 3.2 cm in length by 3.2 cm across and having average diameter of 0.3 cm. Attached at the base are 25.5 cm in length by less than 0.1 cm in diameter metallic wires. Embedded within each cornu are portions of coiled metallic wire. The right fallopian tube measures 6.3 cm in length with an average diameter of 0.5 cm and has coiled metallic wire present in the proximal lumen. The left fallopian tube measures 6.5 cm in length with an average diameter of 0.5 cm and has a coiled metallic wire present in the proximal lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embeddded. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical device removal was updated to embedded device.,reporters,patient information,medical history,lab data,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.